Manufacturer narrative:
Product analysis: normal external appearance and normal operation were confirmed at reception. Normal operation of backup function was confirmed under the specified condition. (>15 seconds under operation lock, a/v output 10ma). The epg case was opened, cleaned and inspected. The pacing output, sensing sensitivity, rate and internal circuit were calibrated. No anomalies found with functional test and performance test by test console. Service label was attached. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was in use with a patient, the device turned off 5-10 seconds after removing the battery during a battery replacement. This resulted in extending the pulse period of the patient. Inspection was requested so the epg was returned for servicing. No patient complications have been reported as a result of this event.